Event description:
The customer reported that they were having issues calibrating their ion selective electrode (ise) tests on (B)(6) 2012. A field service representative was on site to address this issue and the customer was later able to obtain successful calibration and quality control. The customer then received a call from a physician stating that some ise sodium results appear to be too low compared to previous results from the same patients. The customer then pulled six random samples and repeated these on their other c501 analyzer (serial number (B)(4)). The customer noticed that there was a difference between the initial and repeat values, so the customer then decided to pull all samples that had ise tests on them so they can be repeated on the other c501 analyzer (serial number (B)(4)). The customer provided questionable results from fifty five patient samples tested for ise sodium, potassium, and chloride. Of the fifty five patient samples, forty seven were found to have erroneous results. Refer to the attached spreadsheet for all patient result information. The customer is not aware of any patients being adversely affected by the event. The sodium electrode lot number was m73 with an expiration date of 11/30/2012. The potassium electrode lot number was u59 with an expiration date of 09/30/2012. The chloride electrode lot number was x88 with an expiration date of 09/30/2012. The field service representative was not able to determine a cause. He checked the ise system performance. He ran calibration, quality control, and precision; all were acceptable.

Manufacturer narrative:
Based upon information provided for investigation, it was determined the customer did not calibrate the ise reagent after an internal standard bottle changeover. It is unknown whether the erroneous results caused an adverse event.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.